Manufacturer narrative:
Device analysis: a device malfunction was not reported. The ams 800 occlusive cuff was visually and microscopically examined. Microscopic examination revealed a pinhole leak in the pump-cuff kink resistant tubing (krt) analysis confirmed damage associated to handling or use of the device. The product record review indicated reported events do not represent an unanticipated event, and that infection is included as a potential adverse event in the product labeling. The investigation conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse event is included as potential adverse events within product labeling.

Event description:
It was reported that the patient underwent a revision procedure due to urethral atrophy at the cuff site resulting in recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Additional information was reported that the explanted cuff was 4.0cm and was the correct size during implant but was believed to be placed in the wrong location.

Event description:
It was reported that the patient underwent a revision procedure due to urethral atrophy at the cuff site resulting in recurring incontinence with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. Additional information was reported that the explanted cuff was 4.0cm and was the correct size during implant but was believed to be placed in the wrong location.